Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, forceps cover glue peeling, the bending section glue is crack and leaking was noted. Furthermore, the probe unit loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the distal end of a gl scope is leaking at the tip during reprocessing. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review, evaluation notes and results from the legal manufacturer investigation. The following sections were updated. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since a conclusive root cause was unable to be identified, it is presumed that adhesive agent came off because an external force was applied to the pertinent part of the unit by strong rubbing or hitting when the subject device was transported, stored, used, or cleaned. The instructions for use (IFU) states do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.